Manufacturer narrative:
Covidien reference number: (B)(4). The customer service engineer (cse) ran an extended self test (est) and short self test (sst) which cleared the message. The vent passed the required testing and calibrations.

Event description:
It was reported that the ventilator "locked out." There is no reported patient involvement or harm.